Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that hour glass / no readings / sensor error in status box occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, patient was unconscious in their room. The daughter stated the patient was sweaty and the cgm had no readings and showed a "brief sensor issue" during the event. The patient's daughter called the paramedics and when they arrived, they checked the patient's bg and it was 62 mg/dl. The patient was treated with dextrose IV and the patient recovered. Their bg after treatment was 110 mg/dl. The paramedics left after an hour. At the time of the report, the patient was doing fine. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.